Event description:
Additional information was received from a healthcare provider via company representative reporting that the need for a catheter revision was due to moving the pump from the abdomen to the lower back. The cause of the inability to aspirate was not determined. It was clarified that the reason for the drug not being found in the pump segment was due to the portion of the pump segment was replaced. Therefore, there was no drug in the pump segment. It was also reported that after the revision took place the event resolved with no issue.

Manufacturer narrative:
Continuation of d10: product ID 8784, serial# (B)(6), implanted: (B)(6) 2025, product type catheter. Product ID 8780, serial# (B)(6), implanted: (B)(6) 2018, product type catheter. Product ID 8780, serial# (B)(6), implanted: (B)(6) 2014, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider who reported that the physician moved the pump from the abdomen to the patient¿s lower back was it was uncomfortable for the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver dilaudid (hydromorphone). It was reported that a catheter revision was being performed. They could not aspirate, they removed some of the pump segment and there was no drug in the pump segment but there was some drug in the spinal segment. The reporter wanted to know if they should do a primingbolus or let the drug run. Technical services educated the reporter on bolus options. The reporter was in the case at the time of the call to technical services and would call back if further assistance was needed. The reporter called back for assistance with programming and calculating the priming bolus. Technical services assisted with programming and calculating the priming bolus.

Manufacturer narrative:
Continuation of d10: product ID 8784, serial# (B)(6), implanted: (B)(6) 2025, product type catheter. Product ID 8780, serial# (B)(6), implanted: (B)(6) 2018: product type catheter. Product ID 8780, serial# (B)(6), implanted: (B)(6) 2014, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 30-oct-2026, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 09-jul-2020, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6) , ubd: 29-jul-2015, UDI#: (B)(4). Mdtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made easonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.